Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. In addition, the impedance measurements have fluctuated over the last year. Boston scientific technical services (ts) discussed performing commanded shock impedance testing. It was noted the patient was non-complaint with repeated requests. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information as received which indicated this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.